Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was broken and torn off; and that the trigger fwd / rev was blocked on the compact air drive device. It was further determined that the device was only running forward. It was further determined that the device failed pretest for check reverse locking mechanism, check function of soft mode switch (safety system), check triggers for fwd I rev mode and check for untrue running. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was incorrectly reported in the initial report that the device failed pretest for check for untrue running. Upon complaint review, it was determined that the device failed pretest for check for air leak. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.